Event description:
It was reported that pump touch screen was cracked and became intermittently unresponsive. Customer's blood glucose was 150-225 mg/dl. Reportedly, customer continued to use pump for insulin therapy.